Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6339780, expiration date: 2022-01-31, manufacture date: 2016-12-04, medical device lot #: unknown, expiration date: unknown, manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a hole in the hub of a bd precisionglide¿ needle causing the solution to leak. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: the defective sample was returned along with an additional 87 samples. The defective sample has a crack in the body of the hub at the gate. No cracks or holes were observed in the other 87 samples. Qn review: no notifications for leakage were written for this batch. DHR review: needle assembly batch 6299716 had 92 visual inspections performed on 4,750 with no defects noted for leakage. Thirteen leak tests were performed on 65 parts with zero failures recorded. Investigation conclusion: confirmed: the returned sample displayed a crack in the body of the hub at the gate. Root cause is undetermined.